Event description:
It was reported to medtronic minimed that the customer was hospitalized with hyperglycemia after being off the insulin pump for four days due to insulin flow blockage issues and experienced hypoglycemia while in hospital with blood glucose value of 36 mg/dl. Customer reported hyperglycemic event was treated with IV insulin drip, emergency room visit and over night hospitalization stay and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1715kl, mmt-387a, mmt-332a. Troubleshooting was partially performed. No further patient complications were reported. No product return is required for mmt-1715kl, mmt-387a, mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and section h6(removed 1912, 1912, 1912 in health effect - clinical code and removed 4613, 4607 in health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : as per medical review update, customer stated she had been off the insulin pump 4 days prior to the hypoglycemia. Hence hypoglycemia event was not due to insulin pump.